Event description:
Reportable based on analysis completed on 02-sep-2010. It was reported that during a stent graft diagnostic procedure, tip damage occurred and the guide wire could not cross the lesion. The physician was treating a lesion located in the moderately tortuous abdominal aorta. This amplatz guide wire was inserted against resistance causing the distal tip of the wire to stretch. The stretched tip led to difficulty crossing the lesion with the wire. There were no raised coils, and the core wire remained intact. The guide wire was removed successfully from the patient. The procedure was completed with another amplatz guide wire. No patient complications were reported and the patient's status is good. However, product analysis revealed peeled ptfe coating.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. The device presents elongated coils at distal. The elongation measures 1cm in length, starting at 5cm from the tip. There is no fracture or separation of the corewire from the ball weld. Peeling of the ptfe coating was observed throughout the wire. The outer diameter of the wire was measured where damage to the ptfe was not noted and was found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)